Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device normally includes an obturator on which the batch number is located. The obturator was not included, therefore a records review was not able to be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars leaked profusely during instrument changes. The nurse or the surgeon had to tap the trocars every time they changed instruments to stop the leaking to "flip" the seals right. The patient was (B)(6) approx and had a normal abdominal wall. The trocars were placed perpendicular to the abdomen and according to the IFU by experienced surgeons. The operation was performed without excessive torquing of the trocars and is considered to be within normal parameters. The operation team used a dry cloth to wipe the trocar clean before inserting the camera in order to avoid smudging. At no point was the trocar housing disassembled. No strange noises or increased drag was reported. The co2 gas line was moved around to at least 3 different trocars without changing the leaking problem. A 5mm instruments, ultrasonic shears, laparoscopic stapler and a 10mm scope was used.